Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va03u6x , implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type lead product ID 3037, serial# (B)(6), ubd 2016-10-13, UDI (B)(4), b5 has been updated to include information previously captured in [3004209178-2021-07938] as it was determined that this information pertains to this report instead. E4: see mw5100927 h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider¿s business office regarding a patient who was implanted with an implantable neur ostimulator (ins) for fecal incontinence, and gastrointestinal/ pelvic floor therapy. It was reported that the caller will be sending the ins back to the manufacturer and is requesting warranty analysis and evaluation of the device. Caller reports the ins stopped working on (B)(6)2020. The device was implanted 7 years ago and was no longer working due to normal battery depletion. The operative notes state: the lead was removed from the ins and tested and found to be somewhat active on 2 of the programs, but no activity on the other 2 programs. On fluoroscopy this lead was flaring way lateral, plus was not MRI compatible and so the decision was made to replace the lead as well. The patient underwent explanation of the old generator with the new implantation of a new one on the other side. An attempt to explant the lead was made, however it broke off right where the actual active programs are and according to fluoroscopy, that part of the tined lead did not budge. So, the decision was made to implant on the other side and the hcp was happy with the new lead placement and it was noted the patient had no issues with the new device.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Continuation of d10: product ID 3889-28, lot# va03u6x, implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type lead h3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the {x} conductor(s) were broken in the body of the lead; consistent with explant damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerv stim, fecal incontinence, and gastrointestinal/ pelvic floor. It was reported that  the caller reports she will be sending the ins back to mdt and is requesting an analyze. Caller reports she is looking for warranty and evaluation of the device. Caller reports the ins stopped working on (B)(6) 2020. Caller reports she has a mailer kit, will include the case number to the return kit. No further complications were reported at this time.